Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the placement of a wire guide and an attempt to place the flexor introducer over the 0.035" wire guide into the vascular system for a cross over percutaneous transluminal angioplasty (pta) arterial system procedure, the tip of the sheath could not glide through the tissue of the patient. The tip of the flexor was damaged and a new flexor sheath of the same type was opened and used. This flexor sheath entered the vascular system without difficulties. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The image of the returned flexor tip has potential to have torn/sharp edges.